Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate atp therapy and several inappropriate shocks for atrial fibrillation. Programming changes were recommended.